Event description:
It was found during investigation of a returned pump that the lec 41541 had occurred. This is a high-priority alarm that would interrupt therapy. There was no patient involvement.

Manufacturer narrative:
The suspect pump was returned for evaluation and visually inspected. The complaint could not be processed because the customer did not report any issue. However, the investigation identified lec 41541. As a preventive measure, the latch lock, dso seal, and lcd screen will be replaced. After completion of the repair activities, the device will be subjected to functional and delivery tests. The device will be returned to the customer once passing results for these tests are confirmed.